Event description:
On 3/28/96 am aus device was implanted. The cuff was removed from the pt, date not indicated. On 2/20/97 the balloon and pump were removed from the pt due to it being an incomplete device. An entire aus device was implanted.